Event description:
A call was placed to technical services on 4/22/11. Noise on rv pace/sense was inhibiting pacing and causing detection. A revision procedure was performed and this lv lead was switched in the header. It was noted that the patient is dependent but had no syncope as a result of the pacing inhibition. Technical services discussed implications of the pace/sense leads being switched in the header. The field representative indicated that they induced the patient and had appropriate detection and therapy. There were concerns of rv oversensing in the lv port and still having pacing inhibition. Hospital is (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).